Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance trends that reached out-of-range measurements in the 140-ohm range. It was noted that the patient was six months pregnant, and the physician was considering placing a life vest on the patient. Technical services (ts) reviewed possible options including turning off tachy therapy, or delaying detection on either the ICD or the life vest. Technical services (ts) also discussed considerations/risks if the ICD shocks first, as it may increase the likelihood of the life vest oversensing the shock waveform and providing inappropriate back-to-back therapy. Additional information received reported that the physician chose to explant and replace the implantable cardioverter defibrillator (ICD) and continue monitoring the right ventricular (rv) defibrillation lead. It was noted that there appeared to be some blood intrusion on the explanted ICD's header, and it was suspected that this may have contributed to the increased impedance measurements. Shock impedance measurements were in the 80-90 ohms range for the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance trends that reached out-of-range measurements in the 140-ohm range. It was noted that the patient was six months pregnant, and the physician was considering placing a life vest on the patient. Technical services (ts) reviewed possible options including turning off tachy therapy, or delaying detection on either the ICD or the life vest. Technical services (ts) also discussed considerations/risks if the ICD shocks first, as it may increase the likelihood of the life vest oversensing the shock waveform and providing inappropriate back-to-back therapy. Additional information received reported that the physician chose to explant and replace the implantable cardioverter defibrillator (ICD) and continue monitoring the right ventricular (rv) defibrillation lead. It was noted that there appeared to be some blood intrusion on the explanted ICD's header, and it was suspected that this may have contributed to the increased impedance measurements. Shock impedance measurements were in the 80-90 ohms range for the new device. No additional adverse patient effects were reported.